Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture and the home screen did not appear on the display. Customer's blood glucose level was 13.4 mmol/l at the time of incident. Customer reported there was fluid in the battery compartment. Customer stated o-ring was in place and was free of debris. Customer stated battery cap was not damaged. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly and corroded battery tube.